Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip scissored on the second firing and the instrument locked up and would not fire. The case was completed using another device of the same product code. There were no patient consequences reported.